Event description:
A surgeon reports that one day following intraocular lens implant (iol) surgery, he observed that the iol had been placed in the eye upside down with the haptics vaulted backwards (towards retina). The malposition of the lens had resulted in an unexpected postoperative refraction. The pt had the lens removed and another lens (same model and lens power) implanted. The surgeon reports the pt has had an excellent result following the lens exchange and the pt is doing well.